Event description:
During an incident in 2001 involving a male pt who was unresponsive, this defibrillator delivered 2 shocks. After the incident, the facility's medical dir quesionted the device's operation and whether or not the pt's presented rhythm was actually shockable.